Manufacturer narrative:
On 3/6/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/25/2018, mentor became aware that the lot number of the device is 184830. A device history record review is in progress. Once completed, a supplemental report will be submitted. Additionally, the replacement devices were mentor smooth round moderate profile 325cc (right) and 300cc (left) saline breast implants, catalog # 3501650, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. The deflation was confirmed during a mammogram. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 4/16/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.5 cm within an area of cracking siltex on the anterior aspect. No other anomalies were discovered. Cracking siltex is defined as a material separation occurring in the siltex layer, and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The customer complaint was confirmed. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).